Event description:
On 3/17/99, the crew arrived to find a female age 70 in cardiac arrest. They attached the unit and it started to charge, then stopped and went back to the assessing mode and eventually powered itself off. Paramedics arrived after about 2 minutes and took over pt care, transporting the pt to a hospital. The pt was at some time pronounced. Upon review of the incident tape by suffolk county ems, the rhythm during the initial charge was "clearly a v-fib rhythm." A copy of the downloaded tape is available.